Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose when she got no delivery alarm was 400 mg/dl and at the time of incident was 427 mg/dl, current blood glucose is 357 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with manual injection. The customer experience symptoms like nausea, dry mouth and faint. The customer was neither hospitalized nor admitted for high blood glucose. The customer was also reported that the insulin flow blocked alarm occurred and customer was advised to perform a 5.0 unit fixed prime and insulin exited. The insulin pump will not be returned for analysis.